Event description:
Event description guidant received information that this recently implanted cardiac resynchronization therapy defibrillator (crt-d) and this transvenous implantable lead exhibited a rise in pacing threshold and the impedance is not over 2,000 ohms. There is no noise and r-waves are stable.

Event description:
Event description guidant received information that this recently implanted cardiac resynchronization therapy defibrillator (crt-d) and this transvenous implantable lead exhibited a rise in pacing threshold and the impedance is not over 2,000 ohms. There is no noise and r-waves are stable. Additional information was received by boston scientific (formerly guidant) that this device was recently explanted and replaced for normal battery depletion. Since the original report no further allegations related to this event have been reported. No adverse patient effects were also reported.

Manufacturer narrative:
Technical services discussed possible causes of the observations. Intervention revealed a loose setscrew. When this was tightened, the impedance normalized. The device and lead remain implanted. The event will be reopened if additional information is received. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. No sign of abnormality or mishandling on the header was noted. Additionally, all setscrews could be operated normally using the proper torque wrench. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis concluded that the device met specification, and no abnormalities were found that could have contributed to the field allegations.